Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. The patient received inappropriate atp therapy. The patient was in good and stable condition. Programming changes were made. The patient will continue to be monitored.